Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon was advanced for dilation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.